Event description:
It was reported that the patient with this right ventricular (rv) lead had exhibited infection. A revision was performed and the pacemaker, along with this rv lead and this right atrial (ra) lead were explanted. No additional adverse patient effects were reported. This rv lead was not returned for analysis. This report reflects info received by FDA in the form of a notification per 803.22 (b)(2).